Event description:
Clinic notes indicate that the patient has left vocal cord paralysis as well as voice alteration associated with stimulation. An outside ent evaluation demonstrated left vocal cord paralysis a few years ago. There is significant vocal strain with device activation (stimulation). At patient's last generator replacement visit in 2015 there was no concern regarding his voice and by exam and patient seemed to have a normal voice at that time. A flexible laryngoscopy was performed due to history of possible vocal cord paralysis. The nasopharynx was normal. The oropharynx was free of lesions or masses. The base of tongue was normal. The larynx was normal. The left arytenoid had less movement compared to the right, but there was good approximation of both cords with phonation and good abduction with inspiration. The subglottis was clear. In addition, there was some concern regarding a left vocal fold paralysis due to an outside consultation. Flex exam confirmed decreased mobility of the left ae fold, but good approximate of the vocal cords, a non-breathy voice, and good abduction. No additional treatments were recommended at this time by the surgeon. No additional relevant information were received.

Event description:
Impedance from day of surgery was within normal limits.

Event description:
Programming data was reviewed.